Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Reportedly, customer was hospitalized. Customer's blood glucose was 70-379 mg/dl. Reportedly, pump was disconnected from customer and replaced with an alternate pump with basal iq instead of control iq technology. Pump data was reviewed and verified the control iq technology functioned as intended. Customer was educated on control iq technology's limit on insulin sensitivity factor setting as it pertains to automatic correction boluses. No additional patient or event information was available pertaining to hospital-related events.

Manufacturer narrative:
It was reported that on the event date, a new sensor session was started and two hours later, the customer¿s blood glucose (bg) level was 378-379 mg/dl. The control iq pump delivered a 0.85-unit bolus to address the 378-379 mg/dl bg level resulting in a decrease to 70-71 mg/dl. At the time of the event, the customer was at the hospital/clinic for the sensor change and the clinic alleged that the pump had over delivered insulin resulting in the hypoglycemia event (70-71 mg/dl). Reportedly, the pump was disconnected from customer and replaced with an alternate pump with basal iq technology instead of control iq technology. Pump data was reviewed and verified the control iq technology functioned as intended. The control iq pump delivered the correct bolus per the control iq automatic correction bolus settings. Customer was educated on control iq technology's limit on insulin sensitivity factor setting as it pertains to automatic correction boluses. No additional patient or event information was available pertaining to hospital-related events. It was reported that on the event date, a new sensor session was started and two hours later, the customer¿s blood glucose (bg) level was 378-379 mg/dl. The control iq pump delivered a 0.85-unit bolus to address the 378-379 mg/dl bg level resulting in a decrease to 70-71 mg/dl. At the time of the event, the customer was at the hospital/clinic for the sensor change and the clinic alleged that the pump had over delivered insulin resulting in the hypoglycemia event (70-71 mg/dl). Reportedly, the pump was disconnected from customer and replaced with an alternate pump with basal iq technology instead of control iq technology. Pump data was reviewed and verified the control iq technology functioned as intended. The control iq pump delivered the correct bolus per the control iq automatic correction bolus settings. Customer was educated on control iq technology's limit on insulin sensitivity factor setting as it pertains to automatic correction boluses. No additional patient or event information was available pertaining to hospital-related events.